Event description:
A physician reported a hakim valve was implanted due to unknown reason on unknown date with unknown setting. The patient developed subdural hematoma after implantation. According to information provided, the valve failure is unknown, it is also unknown if the device was the cause of the subdural hematoma. Unknown if the valve was explanted and replaced.

Manufacturer narrative:
The hakim valve was not returned for evaluation, as per customer, the product is not available for return. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.